Event description:
The manufacturer was informed that on (B)(6) 2019, a colonoscopy procedure was performed on a patient who was subsequently diagnosed with creutzfeldt-jakob disease (cjd). The user facility reported the patient recently died from the creutzfeldt-jakob disease (cjd). The user facility returned the subject scope to olympus as a trade-in for a new 190 series scope in (B)(6) 2018.